Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30547. It was reported that patient scs system was not able to go into MRI mode. Diagnostics revealed high impedance on some contacts on one of the lead. As a result, one of the lead was explanted and replaced, resolving the issue. It is unknown which lead is liable so both leads are reported.